Manufacturer narrative:
The prosthesis wear alleged cannot be confirmed as the devices have not been revised. The reason for the legal filing may have been due to the inclusion of the polyethylene in the packaging recall. Potential contributions of user or patient-related considerations could not be assessed as the devices remain implanted and no images, radiographs, or relevant clinical information was provided. B3: corrected. H6: corrected health effect and investigation clinical codes.

Manufacturer narrative:
D10: (B)(6), 02-010-01-0215 - logic femoral ps cem left sz 1.5, (B)(6), 02-012-45-1515 - lgc tibial fit tray cem sz 1.5f / 1.5t, (B)(6), 200-02-32 - three peg patella 32mm, (B)(6), 201-78-15 - holding pin mini sharp point 4 pk, (B)(6), 201-78-82 - collar fixation pin 2pk 40mm, quick release, (B)(6), 201-78-88 - 4" drill bit, mod. Hex 2-pk, (B)(6), 201-78-89 - 3" drill bit, mod. Hex 2 pack. The product associated with the reported event is within the scope of recall z-0021-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
Legal case ¿ USA (master case no. (B)(4), patient ID: (B)(6) + left knee, (B)(4) rh is associated with this case. It was reported via legal documentation that approximately 95 months after a left total knee replacement procedure, the patient has experienced prosthesis wear. No medical or surgical interventions were reported. No additional information is available.